Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Article 'preliminary soft-tissue distraction versus checkrein ligament release after fasciectomy in the treatment of dupuyren proximal interphalangeal joint contractures' published plastic and reconstructive surgery, vol. 128, no. 5, (B)(6) 2011. On page 1111 it was reported that "two-pin track infections were treated with antibiotics".